Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported sore throat with speech difficulties, headache, cough, bronchial irritation. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported in section b.2. Required intervention to prevent permanent impairment/damage. After review, it was determined no permanent damage was reported , this was incorrectly marked in section b.2. , a1 was updated with the name, phone number was added in section e1, consumer and foreign was marked in g.2. The report should have been sent for product problem only in section b.1.

Manufacturer narrative:
The manufacturer previously marked h10 incorrectly and reported wrong date in section g3. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review. The same has been corrected and section g3 was updated.

Manufacturer narrative:
The manufacturer previously reported wrong date in section b3 and g3. The sections b3 and g3 were updated with the date.